Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the site rite 8 was visually inspected upon receipt and was found to be in good physical condition. The reported issue of poor image is confirmed; the probe has a drop out in the image. The root cause of the probe has a drop out in the image is due to an internal failure if the probe. H3 other text : evaluation findings are in section h11.

Event description:
It was reported this probe has drop out. Poor image quality. No other information was provided.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
It was reported this probe has drop out. Poor image quality. No other information was provided.